Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 402 mg/dl on customer's meter and 100 mg/dl on professional meter. Quality controls were expired. No adverse event reported due to device. A request was made for return of the suspect product and a replacement was sent.